Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on 2017-05-19 reporting that the device was sent in for analysis and should be expected. No further complications received.

Event description:
Information was reported from a manufacturer representative on (B)(6) 2017. It was reported that there was an out of box failure on the implantable neurostimulator (ins). There was a power on reset (por) code 23. The caller did not feel comfortable implanting it in the patient. It was also reported that they did not want to return the ins to the manufacturer. The caller did bypass the code 23 but it was not verified if the por was cleared because it may start the clock. This occurred on (B)(6) 2017. There were no patient symptoms reported. No further complications were reported.